Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, did not experience repeat malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm recurred.